Event description:
It was reported that pump experienced malfunction alarm with code 12, and no events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer, with support from technical support, reset pump using provided instructions, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction happened again.